Manufacturer narrative:
Onsite investigation was performed to further investigate the accuracy of the navigation system. It passed all onsite tests and functioned as expected. The reported event could not be reproduced. No parts were returned or replaced. No further issues were reported. A software investigation was also completed. This investigation was unable to determine the root cause of the issue as provided information proved to be inconclusive. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a kyphoplasty procedure, the surgeon navigated placements of the cannulas with the instrument. All cannulas were placed in the correct location except for one which slightly breached the spinal canal along the cortical wall. Site decided that a revision procedure was not required. There was a reported delay to the procedure of less than 1 hour due to this issue.